Event description:
It was reported that the pump shutdown while charging. There was no reported adverse impact to customer's blood glucose level. Reportedly, the pump turned on after being plugged into a usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.